Event description:
It was reported that some x-rays were taken and it was noticed that the inlay is broken.

Manufacturer narrative:
The ceramic insert was not returned for analysis and the catalog number and lot code were not provided. The provided medical records were reviewed by a clinical consultant who concluded that the issue with revision of securefit ceramic insert due to fracture 11-years post primary arthroplasty (2002) in (B)(6) female with morbid obesity. Radiology confirms the presence of a ceramic fracture with the presence of multiple ceramic fragments and debris in and around the hip joint while also the femoral head is located eccentrically within the shell. As for device-related factors the device has disintegrated completely upon fracture and thus renders any analysis regarding potential causes impossible while the other relevant components such as stem, femoral head and cup are either not available for review or were left in the patient. Therefore, the exact cause of the event could not be determined because limited information was provided. Not returned.